Manufacturer narrative:
Device evaluation of monitor (B)(4) is underway. The reported problem (cannot complete testing) has been confirmed. As received, the monitor would not power on. A root cause investigation is underway. A supplemental report will be sent upon completion of eval. No adverse event resulted from the defective monitor.

Manufacturer narrative:
Follow-up: additional information: 07/13/2015. Device evaluation of monitor sn (B)(4) was completed. Upon further investigation the monitor was drawing excessive current. Several power supplies were found to be shorted, damaging multiple components on the defibrillator and computer/analog pcas. The root cause for the shorted power supplies could not be positively identified. H3: device evaluation of monitor sn (B)(4) is underway. The reported problem (cannot complete testing) has been confirmed. As received, the monitor would not power on. A root cause investigation is underway. A supplemental report will be sent upon completion of evaluation. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor indicating that it could not complete testing.

Event description:
A us distributor returned a monitor indicating that it could not complete testing.